Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump leaked and then it turned off on its own, possibly due to liquid damage. The pump was possibly contaminated with chemo. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed and no leaks from the extension set were observed. The device tested normally at the time of evaluation. The complaint of leakage cannot be confirmed nor replicated for the extension set. A lot history review could not be conducted because no lot number was provided by the customer.